Event description:
The pt had laparoscopic ventral hernina repair performed in 2002. The hospital required that the dr. Only use protruding endo tackers supplied through u.s. Surgical steel. Dr. Had requested a safer flat end tacker; however, the supplier only provided the protruding endo tacker. The following day the pt experienced sharp pain when first requested by medical staff to stand up. The pt's condition worsened immediately thereafter. The next day dr. Performed an exploratory laparotomy, removed the mesh secured by the protruding endo tackers -cutting to shreds seven pair of gloves in the process-, detected the presence of lysis of adhesions, and repaired two small bowel enterotomies, and closed with vicryl mesh and retenton sutures. After the operation, the pt worsened and passed away 5 days later.

Event description:
Add'l info rec'd from rptr 11/26/03: the puncture of the bowel by the protruding endo tackers infected the pt's body such that they did not recover. Life support was removed and pt died shortly thereafter on the same date. Dr listed the cause of death on the death certificate as "peritonitis, complication of ventral hernia repair, and umbilica hernia." Moreover, dr indicated on the death certificate that the event that resulted in the injury/death as "tack from surgical mesh perforated bowel."